Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-03082020-0000776253 submitted for adverse event which occurred on (B)(6) 2016. Mwr-03082020-0000776254 submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2016 during which the surgeon noted he spent an hour and a half lysing adhesions. The surgeon took down the loop of small bowel that was densely adherent and almost incorporated into the mesh, which was the cause of the small bowel obstruction. This resulted in a large serosal tear. Because of the condition of the bowel associated with the mesh, the surgeon performed a small bowel resection. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted he found mesh migrating through the non-healing wound. There were edges of the mesh all throughout the wound that the surgeon removed the mesh pieces from the wound until she could not palpate any further mesh. It was reported that the patient underwent excisional debridement of the non-healing wound on (B)(6) 2017. It was reported that the patient experienced severe pain, discomfort, nausea, diarrhea, loss of appetite and wound healing issues. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/11/2021. Additional information: a1, a2, b7.